Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 342 mg/dl with moderate ketones associated with intermittent power from the pump that began on (B)(6) 2014. Reportedly, the patient discontinued the insulin pump, but did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that there was a power issue occurring during or immediately after a battery change. During troubleshooting with customer technical support (cts), the user was advised to try a battery from a new pack; however, the pump would not power on appropriately. The user was using the correct type of battery and there was no damage to the battery cap or battery compartment. This complaint is being reported because the patient allegedly experienced hyperglycemia due to experiencing intermittent power loss with their pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.